Event description:
Per the clinic, the patient experienced poor magnet retention and pain at the implant site, leading to device non-use. Subsequently, the internal magnet was explanted on(B)(6) 2023.

Manufacturer narrative:
This report is submitted on january 15, 2024.